Manufacturer narrative:
(B)(4).

Event description:
New information notes that the lead was capped and replaced due to fracture. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed high pacing impedance on the right ventricular lead. No other electrical anomalies were observed. The lead would continue to be monitored with routine follow up.

Manufacturer narrative:
A partial lead with the connector segment measuring 11.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.